Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "care must be taken by the surgeon when targeting, drilling and placing proximal locking screws through all tibial nails which include oblique locking options. Care should be taken as the drill bit is advanced to penetrate the far cortex." Device discarded at hospital.

Event description:
During a procedure the driver bit fractured into the head of the screw. Subsequently, the screw had to be removed and this caused a delay of thirty minutes.